Manufacturer narrative:
(B)(4). The site indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the sponge is linting more than other brands of sponges used. No further information is available.